Event description:
It was reported that the patient lost therapy due to ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of notification replace generator and cannot connect was confirmed. The ipg had logged the end of life (eol) timestamp prior to explant. The root cause of the reported observation was due to the device having normal battery depletion at the time of the observation. The estimated longevity would have been 0.55 years +/- 0.25-year per ¿ 90205144, for model 3660. Impedance logging had not been enabled. The total stimulation on time was 231 days (0.63 years). Based on the programming history and higher than normal settings of program #1, that was used 91% of the total stim on time, the device had normal battery depletion at the time of explant.

Manufacturer narrative:
The reported observation of notification replace generator and cannot connect was confirmed. The ipg had logged the end of life (eol) timestamp prior to explant. The root cause of the reported observation was due to the device having normal battery depletion at the time of the observation. The estimated longevity would have been 0.55 years +/- 0.25-year, for model 3660. Impedance logging had not been enabled. The total stimulation on time was 231 days (0.63 years). Based on the programming history and higher than normal settings of program #1, that was used 91% of the total stim on time, the device had normal battery depletion at the time of explant. Corrected data: based on the result the analysis, this is normal battery depletion and no longer meets the reportability criteria.